Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle is not securing properly, causing it to break and for blood to pool in the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 09-jan-2026. H.3. Device eval by manufacturer? Yes. Investigation summary: bd received 10 samples for investigation. The returned samples were subjected to functional tests to assess the functionality of the device. All samples passed testing, with no evidence of damage, cracked components, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the reported defect: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle is not securing properly, causing it to break and for blood to pool in the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.